Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2024, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the arm. On (B)(6) 2023, the patient experienced a skin reaction with infection under the entire patch area which occurred after the sensor had been inserted in the arm. The area was prepared with alcohol before placing the sensor on the body and prescription oral medication after. The patient took an unremembered antibiotic for 7 days. The patient was in good condition at the time of report. No additional event or patient information is available.